Event description:
During analysis of the received generator, it was noted that the as received programmed settings were indicative that a faulted system diagnostics test had occurred and the patient may have been at unintended settings. The generator had been replaced due to normal end of service. Review of the programming history available to the manufacturer found that two faulted system diagnostic tests occurred on (B)(6) 2011. One of these faulted tests likely resulted in the change in settings. A final interrogation was not performed. No adverse events have been reported as a result of the change in settings.

Manufacturer narrative:
Analysis of programming history.